Event description:
It was reported that a 1 cm hole was present where the patient's implantable pulse generator (ipg) was implanted. It was also reported that pus was emanating from the hole. The ipg pocket was opened and the inside was cleaned with wound treatment also performed. The results of cultures obtained from the wound were negative. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.